Event description:
Facility reports that two staff had a resident in the sling attempting to transfer, suddenly the actuator broke dropping the resident to the floor. It appeared that some mechanism had sheared off inside. No injury was reported.